Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut less than 1 inch from the pump housing and the remainder of the driveline was not returned. Visual inspection of the returned portion of the driveline revealed no damage to the outer jacket, bionate, and braided metal shield layers of the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the underlying wires upon removal outer layers revealed no fractures or breaches to the insulation of the wires. Although the reported pump stops were confirmed based on the submitted system controller log files, the evaluation could not confirm a root cause for the events captured in the log file. Evaluation of the returned pump upon disassembly confirmed the presence of a soft, white deposition in the outlet stator; however, there was no evidence of lamination, denaturing, or contact marks on the outlet section of the rotor to indicate that the deposition was in the pump while it was operating. The observed deposition had minimal flow area obstruction and no other depositions were identified. The origin of the observed deposition and the duration of its presence in the pump could not be conclusively determined. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and while minor scratches on the distal portion of the rotor were identified, the time frame for when these scratches occurred could not be conclusively determined. No other anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 3 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported pump stoppages occurred. The patient had undergone a previous distal end percutaneous lead (driveline) replacement. The pump stoppage appeared to be caused by a phase to phase percutaneous lead (driveline) short. The patient was asymptomatic. A pump exchange was performed on (B)(6) 2017. No additional information was provided.